Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
Customer reported a central venous catheter (cvc) was inserted into the vein over a wire. When removing the wire from the catheter, the wire started to stretch and suddenly broke. The cvc had to be removed from the patient and afterwards it was noticed that a thin metal wire from the wire was still protruding through the skin on the patient's neck. This was removed and a fluoroscopy was used to check that no foreign material was left in the patient.